Manufacturer narrative:
Concomitant medical products: product ID: unknown, serial# unknown, product type: catheter. Product ID: unknown, serial# unknown, product type: pump. Product ID: unknown, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump had reached end of service and was electively replaced on (B)(6) 2014 as an outpatient procedure. During the procedure the physician did no do anything with their catheter. The patient was seen back for a post-operative check on (B)(6) 2014, the patients mom reported that the patient had experienced a "bit of withdrawal for a few days" with sleepiness and increased stiffness. The physician noted that since sleepiness wouldn't be expected with withdrawal and since the patient was at their baseline when the physician saw the patient in the clinic, I didn't know what to make of the complaints but felt reassured that they had resolved. Then a week later the physician received a call saying the patient hadn't slept in 3 days and was agitated. The patient was seen at the clinic. The "pm and amp" guy unsuccessfully attempted to access the side port to do an injection. The physician was subsequently able to do access the side port but it was difficult since the patient's pump was a bit angled. Nonetheless, it aspirated freely and the injection study showed no extravasation and there were no disconnections. A high resolution CT following the injection did not show nay extravasation or evidence of a subdural location of the catheter tip. The physician gave the patient a 100mcg bolus and the patient had a good response to it; however since admission 4 days ago; the patient still had episodic comp laints of their leg feeling tighter, toes curling, feeling itchy, restless and unable to sleep. The symptoms were worse at night and the patient felt more relaxed when upright. The pump seemed to be working, there was a normal rotor study and no evidence of stall in the logs. The patient had a better response upright then when they were supine. The patient had been doing "great up until now." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)